Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was recommended for monthly follow-ups by a boston scientific technical services consultant (ts) after it could not be determined if the device was exhibiting normal or premature battery depletion. The device is included in the 3/4/2009 shortened replacement window advisory population. Information from the patient's clinical records did not reveal if it had reached middle of life 2 (mol2) battery status based on battery voltage within the advisory timeframe criteria, and a copy of stored data from the device was submitted to our post-market quality assurance laboratory for analysis and review. That review found the device had declared mol2 status due to an extended charge time within the advisory window for possible premature battery depletion, which meant the advisory criteria for battery voltage could not be applied to this device, resulting in ts' recommendation for increased follow-ups. There were no reports of adverse patient effects, and the device remains implanted and in service. The device subsequently was explanted and replaced 21.4 months later with no report of adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information is received. Analysis of the returned device is pending.

Manufacturer narrative:
Upon return to our post-market quality assurance laboratory, initial analysis showed this device may not have met longevity expectations based on recorded data from device operations and an engineering calculation based on programmed values. During subsequent analysis, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the device experienced premature battery depletion due to low-voltage capacitor degradation, which resulted in a high current condition.